Event description:
It was reported that during a procedure of the concentric, mildly tortuous, mildly calcified, mid right coronary artery, the guide catheter was positioned and the progress 200t guide wire was being advanced when the guide catheter disengaged and the guide wire could not advance smoothly. Although slight resistance was noted during removal, the guide wire was removed separately from the guide catheter and once outside the anatomy a kink was noted 20 cm from the tip. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: brite tip product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Difficulty positioning the guide wire can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of the wire coating. It was reported that this case occurred in a 99 percent stenosed lesion, which may have contributed to the difficulty advancing the device. The reported kink in the guide wire was not noted prior to use, indicating that the damage likely occurred during the procedure. Given the noted difficulty advancing the catheter, the kink likely occurred as a result of the attempts to advance the guide wire against the highly stenosed lesion. The noted difficulty removing the catheter was likely due to this kink. A kink in a guide wire could lead to difficulty in removal through tortuosity or through the guiding catheter. There is no indication of a product deficiency as the reported device issues appear related to operational context. A review of the device lot history record for the reported lot revealed no associated nonconforming material records indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for this lot. During manufacture, all guide wires are inspected for outer dimensions and kinks.